Event description:
It was reported through a remote transmission that the patient's right atrial exhibited noise and the right ventricular leads was also over-sensing noise resulted in pacing inhibition due to electromagnetic interference (emi). The patient had experienced discomfort and dizziness. No intervention was performed. The patient was in stable condition.